Manufacturer narrative:
The hill-rom sales representative noticed that the strap gripper was assembled incorrectly. The investigation is ongoing and a supplemental report will be filed once the relevant information is received.

Event description:
Hill-rom received a report from a hill-rom sale representative that during training the strap gripper tore from its cradle. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).